Manufacturer narrative:
The investigation into the priming issue has been completed. The impella pump was returned for investigation. The product was visually inspected, and no abnormalities were observed. The pump was connected to an automated impella controller and purge fluid was observed to be exiting the purge gap. Per data log review, the purge alarm observed was "open purge" indicating that the cause of the alarm was likely an improper purge connection since the returned product functioned as intended. The root cause of the issue was improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported there was a purge alarm that the medical team was unable to resolve. Reportedly the impella was removed and the team unsuccessfully attempted to re-prime the pump. The decision was made to remove the pump and replace the pump with another impella, which primed and was placed without issue.